Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the bardex ic product ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient went to the urologist's office to have his bard latex foley catheter replaced, where the nurse pulled back on the syringe slowly to deflate the foley catheter balloon. It was reported that a cuff formed at the balloon, and the patient experienced a painful and uncomfortable foley removal, as well as self-limited bleeding. No medical intervention was required.